Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to reach out again if the malfunction reappeared and acknowledged the instructions.